Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation a faradrive steerable sheath clear was selected for use. Prior to the procedure the device was leaking gas. The sheath was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of issue can compromise the valves ability to seal pressure and fluid within the sheath. Additional findings revealed there was an internal hemostatic valve deformation due to prolonged dilator insertion during transportation or device storage.

Event description:
During an atrial fibrillation ablation a faradrive steerable sheath clear was selected for use. Prior to the procedure the device was leaking gas. The sheath was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.